Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving no delivery alarms and change battery and was not able to clear alarm due to buttons not responding. Customer's blood glucose was 132 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.